Event description:
User facility reported a partial ablation with two disposable novasure devices, the ablation cycle ending within 15 seconds with each device. Post hysteroscopy revealed "fibers from the meshing on the array (fan) of the device had become embedded in the endometrial tissue." In 2008, they physician reported he saw pieces from the array in the endometrial lining on post hysteroscopy. He removed "2-3 strands" with a curette. He again viewed the uterus via hysteroscopy and noted he had successfully removed all pieces. He completed the ablation with a "balloon" and the pt was discharged home. On eight days later, the physician reported he had seen the pt on f/u and she was "fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of both devices. The lot was released meeting all qa specs. Currently, unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure devices.